Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that original surgery was a cemented reverse total shoulder arthroplasty for proximal humerus fracture, patient then fractured distal to the tip of the stem and surgeon plated the fractured. Eventually that repair failed and bone began to resorb. We took out stem and pe cup today and used a humeral allograft new bone and new implants on the humeral side. Doi: 2011; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.